Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, pelvic organ prolapse and fecal incontinence and mesh was implanted. It was reported that the patient had concurrent procedures of a tah, bso, abdominal sacral colpopexy and sigmoid rectopexy performed during mesh implantation. It was reported that the patient underwent removal of sling on (B)(6) 2011 due to urinary retention.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was also reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
.

Manufacturer narrative:
Date sent to the FDA: 09/25/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.